Event description:
Patient with previous right total hip replacement over a year ago has had pain in that hip, which has been unresolved. She had an asr cup that has subsequently been recalled by depuy. She has had elevated cobalt chromium levels and was brought to the operating room for the purpose of undergoing a revision of the right total hip replacement. Post operative diagnosis is listed as a "failed total hip replacment with loose acetabular component."